Manufacturer narrative:
Implant date was asked but will not be made available (legal/confidential reasons) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient underwent surgery to treat parkinson's disease several months ago. Several issues with wound healing had been treated, focusing at a location which had to be specified. Plastic surgery was attempted to close the wound. The patient experienced a loss or reduction of therapy efficacy. High impedances were observed after plastic surgery to close an open wound over the ins system. Impedance checks were performed by the healthcare provider (hcp) who reported the issue. The issue was not resolved at the time of the report.